Manufacturer narrative:
This manufacturer report is being submitted for the first of four individual patient cases identified in manufacturing report 3005174370-2016-00040 follow-up 1. Based on the available records, it is not clear what role, if any, the lava ultimate restoration, played in this event. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for tooth extraction.

Event description:
This patient record was identified during post-market surveillance activities. Records supplied by the dental office indicate that a female patient (yob 1966) required extraction of tooth #30. This tooth had received a lava ultimate crown on (B)(6), 2012, because a prior crown had broken and was painful. On (B)(6) 2013, this tooth received root canal therapy (because the tooth was reported as "having throbbing pain" from the date of seating, a relationship to the use of lava ultimate is not established. The onset of symptoms at seating suggests that either pre-existing conditions or preparation trauma led to the need for the root canal.) After the root canal, the same lava ultimate crown was re-seated. On (B)(6) 2015, the patient reported that the crown had debonded 3 days prior; she was experiencing some sensitivity and a periapical x-ray showed evidence of infection around the root. On (B)(6) 2015, an endodontist recommended that the tooth be extracted.